Manufacturer narrative:
Model number/ catalog number: sc-1132, serial number: (B)(4), batch/ lot number: 19038267, model/ catalog description: precision spectra ipg kit. Model number/ catalog number: sc-2316-50, serial number: (B)(4), batch/ lot number: 18812313, model/ catalog description: infinion 16 lead kit 50 cm. Model number/ catalog number: sc-3400-30, serial number: (B)(4), batch/ lot number: 18021169 / 18197526, model/ catalog description: splitter 2x8 kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had experienced an inadequate pain relief and abdominal stimulation. It was noted that the leads had high impedances. X-ray revealed that the leads had migrated. During the revision procedure, it was identified that the lead was fractured. The patient underwent an explant procedure.